Event description:
It was reported that the asymptomatic patient presented in clinic for a follow up with stored episodes of non-sustained right ventricular oversensing (nsrvo) due to post-sensed t-wave oversensing (pstwos) recorded by the implantable cardioverter defibrillator (ICD). Programming changes were recommended, but not made yet. The patient was in stable condition.